Manufacturer narrative:
Further information was requested but not received. Product not returned.

Event description:
Related manufacturer reference number: 2017865-2019-12802. It was reported that an unspecified issue was observed on the rv lead. The rv lead was capped and replaced on (B)(6) 2019.

Event description:
New information received noted that the right ventricular lead was capped because this was an upgrade case to an implantable cardioverter defibrillator system and the patient required a high-voltage lead. There was no malfunction of the chronic right ventricular lead. The patient's condition was stable after the procedure.